Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer called stating the tampon had completely fallen apart inside of her daughter-in-law. No injury was reported.